Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 200 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, the insulin pump has corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked battery tube threads, minor scratched lcd window, cracked case at display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.